Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery drawer of the external pulse generator (epg) would not open. It was noted that it would not open when the eject button was pressed. It was further noted that the hanger assembly was broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door of the external pulse generator (epg) would not open. There was no patient involvement.